Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information notes the device was explanted.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that during pulse generator change out procedure; the physician was unable to engage the setscrew with hex wrench. The patient was pacemaker dependent. The physician elected to conclude the procedure and reattempt another time. The device remained implanted. No patient symptoms were reported.

Manufacturer narrative:
Final analysis found dried body fluid and septum material in the setscrew inset.